Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v737879, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient fell in the bathtub and their lead was loose 2 years ago. The patient stated it caused a lot of unexpected medical issues like swelling and bloating of their stomach. The patient reported that their ins and lead were replaced as a result of that fall. No further complications were reported.